Event description:
It was reported that all of the keys on the keypad were not functional except for the "3,6, and 9 key." It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Eval found the following keys inoperable: ok, run/stop, (.), #0, #1, #2, #4, #5, #7, and #8 key caused by a failed keypad. This failure mode does not provide any user opportunities select care area, enter delivery parameters, or start an infusion. When any of the remaining functional keys are pressed and automatic output of the run/stop key will occur following the selected key's function. The failed keypad was replaced. Baxter initiated a CAPA to further investigate the reported issue.